Manufacturer narrative:
Update made to d4: lot #: h22f06065 (previously submitted as asku). Update made to d4: expiration date: 06/06/2027 (previously submitted as ni). Update made to d4: unique identifier (UDI) #: (B)(6) (previously submitted as ni). Update made to h4: device manufacture date: 06/06/2022 (previously submitted as ni). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the white twist sleeve of a peritoneal dialysis (pd) transfer set. This was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5: at the time of the event, the transfer set had been in use on the patient for less than a week (omitted on initial). H10: the device was received for evaluation. A visual inspection with the naked eye noted the main body was separated from the white twist sleeve of the twist clamp due to broken occluder feet. The reported condition was verified. The cause of the condition (broken occlude feet) could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.